Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was trying to adjust the stimulator today, and when they went to their therapy app, they saw a message that said "data lost-contact clinician". The agent reviewed the meaning of the message. The caller indicated that the patient had not had any recent medical procedures or tests, but they mentioned patient had an unrelated back surgery about 3 years ago had used the device successfully since then. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller indicated that the patient did not have a managing physician and the agent emailed listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.